Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. Sensing was noted to have decreased on the lead and the dislodgment was confirmed via x-ray. A revision procedure was performed to reposition the lead. This lead remains in service. No additional adverse patient effects were reported.